Event description:
On april 01, 2003 disetronic medical system was informed that a pt died for unk reason in a car accident. On may 02, 2003 unomedical a/s received the complaint and 1 used infusion set.